Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the reported multi-system organ failure and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event as well as the pump¿s return status; however, no further information was provided by the account and the device has not been returned to date. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, lists multiple organ failures and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multisystem organ failure. Whether the death was device of therapy related was unknown.